Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-oct-201, an fse arrived at site and found a buildup of dirt on the instrument. Then he cleaned the debris off the axis and lubricated the axis. He also cleaned the sensors and probes. Then he ran a daily check procedure which passed. As verification, the customer ran quality controls on all assays which passed well in customer laboratory range and then patient samples. No errors were observed. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was debris on the sample z-axis.

Event description:
On (B)(6) 2016, a customer reported obtaining error 4221: main arm z-axis home detection failures while their aia-2000 analyzer was trying to pick up tips. The customer was unable to run beta-hcg, fsh, lh-ii and prolactin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, fsh, lh-ii and prolactin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.